Manufacturer narrative:
Philips notified, event, become aware and assessment decision due dates updated to (B)(6) 2023 based on smax 0122833402. Catalog item identifier updated to 453564592771.

Event description:
It has been reported that the device is failing self-test.